Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by (B)(4) that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the length between the tip electrode and the distal end of the ring electrode was found to be out of specification. When the lead was taken out of the packaging, it was confirmed that the length between the tip electrode and the distal end of the ring electrode was 17 mm. The length of this part is specified as 15 mm on the package box of the screwvine leads and its approved specification is 15mm +/- 1mm.